Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the trailing haptic was torn during insertion. The lens was removed and another lens was implanted without any patient injury. The patient current prognosis is good.

Manufacturer narrative:
A lot order search was performed on the foam tip plunger, and there were two similar complaints found.